Manufacturer narrative:
Siemens has completed an investigation of the event. Assessment does not indicate a system failure or malfunction and no non-conformity was identified. In the original complaint description, it was stated that a patient had sustained a burn on his hand during a lumbar examination and pictures of the burn were attached. However, during investigation it was determined that this information belonged to an older complaint from the same customer and the same system from 2021. It was confirmed by the customer that the current complaint was not about a burn on the hand, but about multiple patients sweating. None of these patients sustained a burn and the pictures of the older complaint from 2021 had been sent by mistake. The data available does not contain sufficient information to start an investigation. We were made aware on january 5, 2024, by e-mail from the local service engineer that the customer was not able to provide the exact date or time of the occurrences and identify the patients who had complained about the heat / sweating. Therefore, no necessary data could be provided, and no investigation was possible. The qa testing for all coils used passed. It was also stated that the customer had problems with the air conditioning in the examination room and that the week of the occurrences was one of the hottest weeks at the site in that year. After the responsible technicians had fixed the customer's air conditioning, there were no further occurrences. Thus, we conclude that the issue might have been caused by the combination of a defective air-conditioning and high room temperatures due to the local weather. No further actions are to be taken as there is no negative awareness regarding the quality and performance of the mr system.

Manufacturer narrative:
G2: report source foreign was added. H11: corrected data: d4: complete UDI number added. H11: corrected data: d4: complete UDI number added.

Manufacturer narrative:
E1: the reporting facility phone number is (B)(6). H3, h6: siemens healthineers has initiated an investigation of the reported event. The investigation is ongoing. A supplemental report will be submitted if additional information is obtained upon the completion of the investigation. H6: code 4756 was utilized for component code because not enough information was provided to siemens to determine what component, if any, was involved in the reported complaint event.

Event description:
Siemens healthineers was informed that ta patient sustained a burn on their hand during a lumbar spine examination. Furthermore, several patients complained about a heating sensation during examination. Per the complaint report siemens is unaware of a serious injury associated with this issue. Although requested, no additional information has been received by siemens regarding the severity of the patient's injury or the other patients who complained of a heating sensation.